Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018 and (B)(6) 2018. Serial number was not provided (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. The lens was not returned for analysis as to date it remains implanted. The serial number is unknown; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zxt225) was implanted into the eye of a male patient on (B)(6) 2018. Reportedly, the patient ended up with a focal point just beyond arm's length. Just over a month post-op the patient was still complaining of debilitating/incapacitating glare at night making it impossible to drive safely. The patient is 20/20 in the office and has no complaints at all with his daytime vision (with the exception of the focal point). The patient is very upset about the night vision and wants the lens removed. In the meantime, the surgeon has done a yag (yttrium aluminium garnet)capsulotomy, has recommended the patient to try pilocarpine drops when driving at night, has recommended artificial tears for dryness observed on exam, has recommended night vision/blue blocking glasses for night driving. The patient stated that the suggestions did not help, but it is unknown if the patient tried these options. No further information was provided.